Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files captured unusual power cable disconnects while the patient was utilizing battery power on (B)(6) 2025. Additionally, unusual clusters of low voltage advisory events were seen on (B)(6) 2025. These events occurred while the patient was utilizing battery power. The patient performed a system controller exchange at home and later notified the ventricular assist device team. The patient was said to be in stable condition.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical power cable disconnect and low voltage advisory alarms was confirmed via analysis of the returned system controller. The reported event of a driveline disconnect alarm was confirmed via analysis of the log files. Visual inspection of the returned system controller (serial number: (B)(6)) revealed multiple tears in the outer jacket of both power cables, that were exposing the underlying protective wrap layers and shielding. Despite the observed damage, the returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The electrical integrity of the wires in both power cables were then individually tested, and the brown (relative state of charge (rsoc)) and green (redundant power) wires on both power cables did not pass testing due to the wires shorting to the shielding. Evaluation of the underlying wires on both power cables revealed that the insulation on the brown and green wires were damaged, and the inner conductors were being exposed. Further inspection of the damaged wires indicated that the exposed wires could short to the shielding, which would result in the reported atypical alarms. Log files were submitted and downloaded, and data associated with the event, (B)(6) 2025 - (B)(6) 2025, were reviewed. The log file captured intermittent power cable disconnect alarms and low voltage advisory alarms that were not associated with true power cable disconnections or routine battery depletion from (B)(6) 2025 at 16:40:46 to (B)(6) 2025 at 17:01:08 due to the rsoc voltage fluctuating, causing the voltage to drop to as low as approximately 0 v; this is consistent with the damage observed on the controller power cables. The driveline was observed to have been disconnected on (B)(6) 2025 at 16:43:14 and then reconnected on (B)(6) 2025 at 16:43:21. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Multiple attempts were made to obtain additional information, including the reason for the driveline disconnect; however, no response was received. The reported atypical power cable disconnect and low voltage advisory alarms was determined to be caused by damage to the insulation of the rsoc and redundant power wires in the system controller¿s power cables; however, the root cause of the damage to the power cable could not be conclusively determined through this analysis. The root cause of the driveline disconnect could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2024. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including, power cable disconnect, low voltage advisory, and driveline disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Heartmate 3 IFU (rev. D) section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook (rev. A) section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.